Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) ICD, implanted: 2010 (B)(6); 6947 lead, 2010 (B)(6). Product event summary: the full lead was returned and analyzed and no anomalies were found. However, the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that during the device changeout, it was discovered that the atrial lead had dislodged at some point in the past four years. It had gone unnoticed as the patient was in permanent atrial fibrillation. The lead was explanted and not replaced as it is not needed. No patient complications have been reported as a result of this event..